Event description:
It was reported that log files were sent for analysis. The patient had been having low flow alarms every time they sit or stand, but then they are resolved when they lie flat. The patient was asymptomatic. The log files captured intermittent low flow alarms as well as multiple brief low flow estimates with elevated pulsatility index (pi) on (B)(6) 2025 from 02:47 to 10:13. The estimated flow was fluctuating below 2.5 lpm threshold. The estimated flows were averaging from 2.1 to 2.4 lpm and pi is averaging from 10.3 to 13.2 during these events. There were no unusual rotor faults, or any other abnormal pump faults were seen in the log files. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events. These seem to be physiological in nature. Otherwise, there were no other notable alarm conditions or parameter changes. The mcs equipment was operating as intended electronically and mechanically. Since admission, the patient's mean atrial pressure (map) had been ranging from 85-100 and their labs were unremarkable aside from b-type natriuretic peptide (bnp) 1060, which was up from 575 on (B)(6) 2025. An echocardiogram (echo) and computed tomography (CT) chest/abd/pelvis were obtained today. The echo was unremarkable with good right ventricular function; there was no inflow cannula obstruction noted. CT report noted that there was "minimal peripheral thrombus within the outflow cannula without hemodynamically significant stenosis. The left ventricular assist device (lvad) outflow cannula and driveline appeared otherwise unremarkable as visualized."

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Correction: section h6. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was said that the patient continued to have low flow alarms despite their afterload reduction and volume replacement. The low flow alarms were asymptomatic in nature, and the low flow software was being requested. The low flow software was installed to the patient's system controllers, (B)(6).

Event description:
The low flow alarms were thought to have been related to hypertension and hypovolemia despite multiple medication changes.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this investigation. Review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow alarms could not conclusively be determined through this investigation. The controller event log file contained events on 12nov2025 from 02:47:37 to 10:13:37, per the timestamps. The log file captured intermittent low flow alarms in the setting of elevated pulsatility index (pi). The log file also captured numerous pi events. No other notable events were captured. The pump appeared to function as intended for the duration of the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), revision, rev. D is currently available. Section 1 of the IFU provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿heartmate touch¿ communication system¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU also cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.